Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
As reported: a drill broke when drilling over a sleeve into an elliptical hole during variax dr operation. Then, the second drill was opened, the operation was continued and was completed successfully.

Manufacturer narrative:
Correction: refer to d9/h3 the reported event could be confirmed. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken off, just at the off last flute at the shaft. Marks on the shaft indicate that the device was handled with large forces (damages from a drill guide). The broken surface really indicates that high applied forces had been evident. The close up views, done by the microscope, indicating though that the surface of the most part of the breakage is homogenous which again indicate conformity to the given specification. Therefore we can state that the root cause of the failure was caused due to too much mechanical force which was applied during drilling (as mentioned possible on an angle), which resulted in the tip breakage as indicated at the last flute (powerful dynamically overload during use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. If any further information is provided, the investigation report will be updated.

Event description:
As reported: a drill broke when drilling over a sleeve into an elliptical hole during variax dr operation. Then, the second drill was opened, the operation was continued and was completed successfully.